Event description:
Patient initially sustained an injury in 2005. Since then the patient has undergone several surgeries due to persistent non-union, dates unknown. On an unspecified date in (B)(6) 2013, the patient was implanted with 4.5mm broad locking compression plate (lcp) and six (6) 4.0mm locking screws (02.204.0xx). Patient consented for revision surgery due to non-union of the right humerus. Patient was returned to the operating room (or) on (B)(6) 2013 for revision surgery. The hardware was removed, and the patient was revised with reamer irrigation aspiration (ria) bone graft and infuse fracture in order to try to repair the non-union. The procedure was completed without complication. This complaint is on the (lcp) plate. This is 1 of 2 reports for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. (B)(6). Patient initially sustained an injury in 2005. Since then the patient has undergone several surgeries due to persistent non-union; surgery date(s) unknown. Implanted approximately (B)(6) 2013. Part number 226.561 made on work order (B)(4) and lot number 5635642 had no ncrs. Material 4822686 from which these parts were made had one ncr for inconsistent surface finish. Relevance to complaint condition cannot be determined until the product is returned for investigation. Raw material certificates were found to be in order. Review of the device history record showed that this lot met all dimensional criteria at the time of manufacture. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.